Event description:
Customer reported via phone, the insulin pump alarmed no delivery and she was having issues changing the reservoir. Customer does not recall blood glucose level. Troubleshooting was performed and it was and it was found insulin did not exit after customer disconnected and reconnected the reservoir and infusion set. Customer changed the reservoir and used the current infusion set and the device didn't alarm no delivery. Customer was advised to return the reservoir and customer agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.